Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the patient connector and the tubing. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue due to insufficient heat seal bed weld on the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white tip of an extension set remained attached to the plug when plugged in. It was also reported that the tip separated from the line. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event; however, the patient was given prophylactic antibiotic therapy. No additional information is available.

Manufacturer narrative:
A2: age at time of event: 72 (units not reported). A4: weight: reported as 76 (units not provided). D4: lot #: the customer provided lot number lot number: 23k03t008 which is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.